Event description:
Report received from an eye care provider that a pt was referred to another eye care provider for diagnosis and treatment of what appeared to be a bilateral "staph infection from the lenses". Superficial punctate keratitis (spk) and epithelial split noted and "she could tell just by the look of it that it was very obvious with the huge opacities." Request has been made for add'l info.

Manufacturer narrative:
This event is considered as a possible infectious keratitis. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).